Event description:
The customer stated that the insulin pump alarmed button error after it was submerged in water. Troubleshooting was performed and the insulin pump gave a constant tone and a buzzing sound. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.